Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while in retainers that their dentist had recommended them to an orthodontist due to end-to-end occlusion and wanting to re-enter treatment to resolve. The customer support team notated that their photos show a "bilateral posterior open bite."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.